Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a complete pump reset by technical support, which resolved the issue, allowing them to successfully start a new sensor session.